Event description:
Pt had port placed in left subclavian vein on (B)(6) 2012. On (B)(6) 2015, pt was taken to surgery for port removal. The port reservoir was exposed and with some trouble was dissected with electric-cautery from the subcutaneous tissue. The reservoir was removed, however it was noted the catheter was fractured above the junction with the port reservoir and the metallic cuff over the catheter was still retained. The metallic cuff was able to be removed. More proximal catheter was able to be grasped, however, could not be easily withdrawn through the skin and subcutaneous tissue and ultimately fractured near the insertion site to the subclavian vein. Fluoroscopy was brought into the wound and the catheter visualized. It was noted to still be in the left subclavian vein with the capsular tip in the svc. An attempt under fluoroscopy was made to grasp the catheter; however, this was unsuccessful along despite multiple attempts with grasping instruments. The pt was stable hemodynamically and after closing the subclavian and left port pocket incisions, the pt was awakened and returned to the recovery room. The pt was transferred to interventional radiology for catheter cessation and removal of the retained catheter tip. Per progress note retrieved 3cm of the catheter with the tip in the intima of the left subclavian and brachio-cephalic vein. Pt was transferred (B)(6) 2015 to (B)(6) hospital by private vehicle with pulse oximetry and IV int in place. They also did not remove it, as the risks outweighed the benefits.